Manufacturer narrative:
The customer requested a repair for the unit, however the serial number provided by the customer was not a valid serial number. The customer was contacted several times to get a correct serial number to open a return authorization number for the repair, however, the customer did not respond to additional requests for the information. At this time, the customer has not persued the return of their product to be repaired. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.

Event description:
The customer reported that their xhibit central station would intermittently power itself down. There was no patient or user harm associated with this event.